Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer¿s blood glucose level was 45 mg/dl. Customer took apple juice and blood glucose level went to 290 mg/dl. Customer tried to calibrate the sensor and it said change sensor. Customer stated that there was blood in the connector and site was bloody. Customer also stated that the blood glucose level went higher due to the apple juice. Customer declined for troubleshooting. It was unknown that if the insulin pump was in auto mode at the time of the incident. The insulin pump will not be returned for analysis.